Manufacturer narrative:
Sr (B)(4).

Event description:
A manual test was performed and it passed. The receiver case was opened and the internal inspection passed.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017 the receiver ceased to function. No additional event or patient information is available. Data was received but further investigation cannot be performed to confirm the problem and determine the root cause of the reported issue. No product was provided for evaluation. The complaint confirmation of the receiver ceased to function could not be determined. A root cause could not be determined.

Manufacturer narrative:
Sr-(B)(4)

Event description:
The complaint receiver device was returned for evaluation. The device was visually inspected and no defect was found. The receiver was charged and rebooted. Functional testing was performed and there was no failure detected. A review of the downloaded contains no related errors within the relevant dates of this investigation. The reported event that the receiver ceased to function was not confirmed. A root cause could not be determined.